Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received a pump error and keypad anomaly. The customer's blood glucose level was 150 mg/dl. The customer reported that the insulin pump was not turning on. The customer reported that after inserting a new battery, the insulin pump had received a pump error. The customer was assisted in troubleshooting and it was reported that she was unable to clear the alarm. The customer also reported that she received a battery failed alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify failed battery test or pump error 3 due to unresponsive buttons.